Manufacturer narrative:
Exact event date unknown, event occurred two months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7070675/5155154.

Event description:
It was reported that the patient was experiencing undesired sensation around the implant area and around the hip which was described to be tender. It was also stated that the patient felt bloated while stimulation was on and that the patient was having involuntary urination and constipation. The physician assessed that the issue stemmed from position of implants and that patient is too thin. The patient underwent a revision procedure wherein the leads were repositioned and the ipg was replaced. The patient had excellent coverage without side effects postoperatively.